Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 09-nov-2016, an fse conducted on-site follow-up with the customer. The fse replaced the computer. The fse removed the cpu tag bvh6kn1, service code 25847917309, and installed cpu tag gvtp8y1 service code 36752855689. The fse also installed the printer driver and adjusted the screen resolution. The instrument returned to normal operation. The most probable cause of the reported event was due to a defective computer.

Event description:
On (B)(6) 2016, a customer reported an unrecognized database format with their aia-2000 analyzer. The customer is unable to run prl, prog, pth, bhcg, afp, fsh and lhii patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting prl, prog, pth, bhcg, afp, fsh and lhii patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.